Event description:
Patient was receiving a medication infusion using our curlin infusion pump. Infusion was for several weeks. The medication bag was changed every 7 days. During the patient clinic visit, mother noticed a small leak on the filter of the administration set. The whole set up was replaced with new tubing and medication. After 7 days, at the end of the infusion, the tubing was noted to be leaking again. The tubing was sent back to home pharmacy.